Event description:
It was reported that the customer had low blood glucose levels (40 mg/dl), and experienced convulsions. Customer was treated through intravenous dextrose by the paramedics and was hospitalized.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.